Event description:
It was reported that the patient was presented in clinic due to phrenic nerve stimulation. The left ventricular lead exhibited high thresholds. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.